Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a tego® connector with list number d1000 where it was reported the membrane was torn and tego cap cracked post hemodialysis. Due to the direction of the tego and the patient doing their own hemodialysis, these issues were not noted pre hemodialysis. There were no yellow pieces noted upon patient flush pre hemodialysis, patient denied any symptoms of emboli, no hemodialysis alarms occurred during dialysis. There was patient involvement and no reported harm.

Manufacturer narrative:
One photo was shared by the customer, where one tego is observed inside a plastic bag with a note " rl51487034", however no physical damage or anomalies are observed on the photo. One used. List #d1000, tego¿ was returned for evaluation. As received, a crack/damage on the top of the tego and the seal was torn was observed, no damage on the seal post was observed. The broken piece was not returned. No mating device was returned. Complaint of crack can be confirmed. How, when or where this happened cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified. Correction in d4: only di provided as lot number is unknown. D9: device returned to manufacturer on 6/5/2024.